Event description:
A customer reported to baxter technical services after hours centre a system error 2240 alarm that occurred on the homechoice during dwell 3 of 5. The hp did not disconnect, no leaks noted and there were no unused lines. The technical service representative (tsr) assisted the customer with troubleshooting. The hp stated he/she would restart therapy with new supplies. There was patient involvement. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The report of air is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. However, based on the information gathered during baxter's investigation, the root cause of the se 2240 was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.